Manufacturer narrative:
The following items were provided by the customer for complaint investigation: -one new list #140009291, primary plum set, 15 micron filter in sight chamber, pre pierced y-site, secure lock, 272 cm; lot #13579633 -one new list #140009291, primary plum set, 15 micron filter in sight chamber, prepierced y-site, secure lock, 272 cm; lot #13605455 -one new list #140009291, primary plum set, 15 micron filter in sight chamber, prepierced y-site, secure lock, 272 cm; lot #13670551 -one new list #140009291, primary plum set, 15 micron filter in sight chamber, prepierced y-site, secure lock, 272 cm; lot #13639967 no damage or anomalies were noted on any of the sets. The sets were leak tested per specification. No leakage was observed. The complaint of leaking tubing was not replicated or confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot number for the complaint is unknown, therefore the device history record review for the specific lot in question is not required.

Event description:
A customer from the chemotherapy department at the facility provided additional information on april 10,2024. The leakage issue was noted approximately 10 minutes after the start of infusion and treatment was stopped at that time. The patient experienced stress and did not receive her chemo, and her implantable chamber (port-a-cath line) became blocked (following a venous return). There was a delay in therapy of one week due to the installation of a new port; there was a need for additional medical intervention which was the replacement of the port though surgery. There was minor blood loss. The patient returned after one week to receive the full dose of chemotherapy, the patient has a new scar due to the replacement of the port. The customer stated that there was a small hole in the tubing, and the leak was not repaired due to the port being blocked. The patient was not harmed as a result of this complaint/event.

Event description:
The complaint event involved a primary plum set, 15 micron filter in sight chamber, prepierced y-site, secure lock, 272 cm. It was reported that the tubing leaked during administration, and docetaxel spilled onto the floor. The docetaxel pouch did not show any defects until it was administered to the patient. The patient did not receive her chemotherapy, and her implantable chamber became blocked (following a venous return).

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.